Event description:
According to the reporter: apparently a small piece of metal, either from the tip of the suture needle or possibly the endostitch was left behind in a patient. No reference of timeframe given and with no procedural details. This dr. At walter reed was asked to view the patient&#39;s x-rays and he didn&#39;t think the retained metal posed any type of concern based on the location of the metal.

Manufacturer narrative:
(B)(4).